Event description:
It was reported by the sales rep that there was a perforation of the right ventricle with the placement of the proplege coronary sinus catheter, pr9. A clinical specialist was present during the case and stated that the md "had to drive his own tee as no additional help was available. There were sterile towels draped over the probe so that he could manipulate the probe as he was adjusting and/or advancing the device." The "nurse on the case who was helping with the line placement was asked to help with holding the tee probe after an image was obtained. As a result, it was not possible to keep the device in view at all times due to the change of plane. There were a total of three dye injections performed to verify position of the device and potential engagement of the coronary sinus. Each time the device was found to be in the rv. For some reason at no point and time was a rv waveform observed. On the third injection dye was observed in the pericardial space and brought to the surgeons attention who recommended aborting the insertion and proceeding with the case. The hemodynamics were within normal limits and stable the entire time. Upon opening the chest, a hematoma and perforation was observed in the apex of the rv." This was the physician's 4th attempt at a cs placement, 1st with this device. Procedure avr. The perforation was confirmed and located on the apex of the rv. It was not actively bleeding while the clinical was at the case. No repair made, the patient was stated to have recovered well. No product available for return as it was discarded by the hospital.

Manufacturer narrative:
Device was not retained by the customer for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending adn future CAPA determinations.